Event description:
Additional information was received from the company representative who reported that she was troubleshooting the physician's handheld computer. She stated indicated that the physician received the replacement serial cable since this event has been occurring since november, as they had originally thought the serial cable was the problem. However, now she was troubleshooting with the new serial cable and the computer with her demo generator and was unable to communicate with the generator when she holds the computer and lets the cord hang. However, she stated that if the computer is on the table and she holds the cable so that it is higher than the computer, communication is successful. It was determined that it is not the serial cable, but the computer's connection to the serial cable which is the issue. Tc stated that she was unable to observe any visual damage to the port that the serial cable connects to. Product return is expected, but the products have not been received by the manufacturer to date.

Event description:
A company representative reported that a vns physician's programming system could not program generators. The wand was recently replaced, but the failure to program problem persisted. It was suspected to be due to the serial cable because upon replacement of the serial cable with a demo serial cable, the programming system was able to interrogate successfully. Return of the serial cord for analysis is expected, but it has not been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The physician's programming system is reportedly still not working because they are still using the faulty serial cable. Attempts for return of the serial cable have been unsuccessful to date.

Event description:
The dell x5 handheld and related software was received for product analysis on (B)(6) 2012. An analysis was performed on the returned handheld and the reported allegation could not be verified. The serial cable was not returned for analysis. During the analysis, no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the reported allegation was verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Date of event, corrected data: the additional information received indicates that the initial report inadvertently reported the incorrect data.